Manufacturer narrative:
(B)(4).-10/01/2015 additional information: lot # not available, implant date (B)(6) 2015 alcohol pads are used to disinfect, healthcare provider performed daily pleural procedure. It might be possible the nose became bent before it broke off.

Manufacturer narrative:
(B)(4)-if additional information becomes available; a follow up emdr will be submitted.

Event description:
The nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast). Neither patient injury nor medical intervention has been reported.